Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver display screen malfunctioned. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver log was reviewed and found firmware errors and screen error alarms. The reported event of a receiver display screen malfunctioned was confirmed. The root cause could not be determined.  Based on the investigation results this issue has been upgraded from non-reportable to reportable.